Manufacturer narrative:
This report is for two unknown cannulated screws/unknown lots. Implant date: unknown date 2012. Explant date: unknown date 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against (B)(4). The only information contained in this report is correction or additional information. This report is for two unknown cannulated screws. This is report 1 of 1 for (B)(4).